Event description:
It was reported that during a coronary stent procedure, the physician was unable to cross the lesion. During removal some resistance was encountered while retracting the delivery/stent device back into the guide catheter. Upon removal the stent appears to have moved approximately 3 mm on the delivery device. No pt injuries or complications occurred.